Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the device would not fire during surgery. A second device was opened to complete the surgery and worked perfectly. However after surgery the device was tested again and seemed to have fired perfectly. Procedure: gastrectomy.

Manufacturer narrative:
(B)(4). Date sent: 06/07/2022. D4: batch # u5e13u. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage, with anvil and a cut washer. The device did not have staples while the green check mark illuminated when a battery was inserted, indicating that the device was fired and had achieved full firing stroke. A new washer was installed in the existing anvil, staples were loaded, the device was reset, and was fired into a test skin forming all the staples. The staple line was complete, and the staples meet the staple form and release criteria. The device was reset and fired multiple times to eliminate possibility of intermittence. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/13/2022. Additional information was requested, and the following was received: 1. Could you please clarify if there were any patient consequences? No, only a delay in theatre time. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No.